Manufacturer narrative:
(B)(4). Batch # n54u52. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties and no malformed staples were noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing, with a green reload without buttressing material, the device fired fine. For the second firing, the device was loaded with a gold load without seamguard and when the device was fired, it sounded more labored than usual. The device was released from the tissue and the surgeon noticed the specimen side had no staples and there were sporadic staples missing on the inner-most row of staples on the patient side (nearest the cut line). There were no issues with the cut line, or bleeding, but the surgeon did oversew the staple line where staples were missing for reinforcement. The surgeon did not fire across any clips or hard instruments. A second device of the same product code and lot number was pulled and loaded with a green reload, this time with gore seamguard buttressing material. The device was fired and the surgeon noticed the rows of staples were not parallel to the cut line, but "fishtailed out." The staples were angled, similar to a herringbone pattern. A third device of the same product code but different lot number was used with three additional blue reloads, each with gore seamguard buttressing material to complete the procedure, all which had the same issue with the staples angling. The tissue was not abnormally thick. There were no adverse consequences for the patient.